Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level up to 447 (mg/dl) and diabetic ketoacidosis (dka). Reportedly, the customer was unsure of the cause of the elevated bg level but believes the pump stopped working after being dropped in water. The customer was hospitalized to address bg level and dka. While in the hospital, the customer received fluids, zofran for nausea, and insulin intravenously. The customer was released from the hospital after 2 days. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.